Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) system was explanted for an unspecified product performance issue. A single chamber implantable cardioverter defibrillator (ICD) was successfully implanted. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.